Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, 80% stenosed, mid left anterior descending (lad) artery, the 3.5 x 18 mm multi-link stent was positioned and inflated and deflated at the lesion; however, the stent was not implanted. The stent implant was found still in the yellow protective sheath. There was no resistance felt when removing the yellow protective sheath. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. Evaluation summary: the device was returned and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. It should be noted that the instructions for use (IFU) states: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the IFU deviation does not appear to have directly caused or contributed to the stent dislodgment.